Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a sudden drop in ventricular sensing occurred to the right ventricular (rv) lead along with counts to the sensing integrity counter (sic). The patient was brought into the clinic for evocative testing and no further sensing issues were noted on the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.